Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4). On receipt, functional checks during decontamination were acceptable, no destructive analysis was performed at that time. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
The pump was returned. The return paperwork indicated that the pump was replaced to avoid in-vivo battery depletion and was returned for disposal only. No rotor or dye studies had been performed. The patient was reported to have recovered without sequela. The pump was delivering dilaudid. On the date of this report, it was reported by the patient¿s husband that the patient had ¿issues with the pump¿ towards the end of its battery life. The ¿pump was going bad and caused the issue.¿ further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly.